Manufacturer narrative:
This report is based solely on analysis results. We have no information to suggest the death was device related. Evaluation summary: laj138373v outer insulation breached; proximal segment returned. Lar055100v outer insulation breached; proximal segment returned. Cause of death was requested but not received.

Event description:
The leads were explanted and returned for analysis. Manufacturer's patient registration system indicates that the patient had expired approximately two months prior to the return of the leads. The leads subsequently tested out of specification during manufacturer's analysis. Cause of death was requested but not received.